Manufacturer narrative:
(B)(4). As no lot number was provided, the device history records could not be reviewed. Pictures and per were received and will be reviewed as part of ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during the surgical procedure the item has fractured and part of it fell into the patient. The part of the fractured item has been removed from the patient. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No new information.

Manufacturer narrative:
Investigation results were made available. Additional: patient identifier, lot#, if follow-up, what type, device manufacture date. Correction: date of report, event, concomitant medical products, date rec¿d by MFR, PMA/510k, device evaluated by MFR. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Device analysis: no trend considering the following event is identified: instrument fractured. Event description: it was reported that a piece of the trial humeral cup fractured off. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the broken trial cup has been returned for an investigation. The breakage occurred at the conus of the instrument. There are some scratches and dents at both sides of the conus, and also the point where the fracture has occurred. Review of product documentation: inspection plan review: characteristic no. 4 feature ¿conus" scope of testing: 100%. Means of inspection: gauge. Characteristic no. 5 feature ¿distance conus" with scope of testing: 100%. Means of inspection: measuring slide. Root cause analysis: root cause determination using rmw: instrument breaks, deforms, diverge or parts remain in wound due to inadequate design for intended performance. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverge or parts remain in wound due to mechanical properties of material insufficient. Not possible a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to degradation of material due to cleaning and sterilization. Possible, as a degradation of material which might have led to the fracture cannot be excluded. Instrument breaks, deforms, diverge or parts remain in wound due to inadequate design for intended performance. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverge or parts remain in wound due to surgeon or staff unfamiliar with instrument usage and handling. Possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. Possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use. Possible, as it cannot be excluded based on the available information. Conclusion summary: the broken trail cup has been returned for an investigation. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. No additional complaint has been received for this lot number. It might be possible that unusually high forces may have applied to the instrument, leading to the fracture of the instrument. The dents which have been inserted into the conus might have been the origin of the fracture. However, based on the available information no exact root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).